Event description:
It was reported that while a nurse was adjusting a patient's bed, the ventilator was dropped and the upper display turned grey. This event occurred while the ventilator was being used on a patient. The patient was removed from the ventilator and placed on a second ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the liquid crystal display (lcd) panel. The unit then passed all testing and operated within the manufacturing specifications.